Event description:
Impossible to fix the setscrew on the lead at implant.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform established specifications. The damages identified to the ventricular setscrew are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 8. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the setscrew cavity and could easily explain difficulties to tighten correctly the lead.